Manufacturer narrative:
Unit passed rewind and selftest, however unit failed prime/seating and received insulin flow blocked alarm due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received insulin flow block alarm. The customer's blood glucose level was unknown. The device will be returned for analysis.